Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Unit unable to download unit to thds due to several e17 alarms at the alarm history file. E17 alarms due to a corrupted history file. The following were noted during visual inspection: cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. However, moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump passed require testing. No unexpected no delivery/occlusion alarm. Not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump was exposed to moisture and now inoperable. Had no delivery alarms. The customer reported no adverse event. The event involved product(s) mmt-522nas, unomedical, mmt-326a, mmt-751nas. Customer reported that pump was exposed to moisture. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No delivery alarm customer reported a past no delivery alarm. No harm requiring medical intervention was reported. No product return is required for mmt-522nas. No product return is required for unomedical. No product return is required for mmt-326a. It was unknown whether the customer will continue to use the insulin pump or not. No product return is required for mmt-751nas.